Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/12/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/23/2015 with the following findings:several 'no cartridge detected' and 'loss of prime' warnings, which were due to zero-value low force readings and can be indicative of the type of issue that was reported, were observed in the black box data. The pump failed to detect the cartridge during the 'load' step: the reported issue was duplicated. The pump failed a force sensor calibration check. The pump case was removed, and one of the pins on the force sensor flex was found to be damaged; this device failure directly caused the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.